Event description:
Additional information received reported the failure to open might be caused by starting to open in the curve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open. The sleeve was removed with m1 and expanded, but the tip could not be opened. The stent tip was not opened and frayed after several iterations, so it was replaced. It failed to open in the distal section. The distal section of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. No other operation was preformed to deploy the stent. The pipeline was reshaethed and removed from the patient with the microcatheter. The devices were prepared as indicated in the package insert. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The max diameter was 8mm and the neck diameter was 3mm. The distal landing zone was 4.2mm and the proximal landing zone was 4mm. Vessel tortuosity was strong. No patient symptoms or complications were reported. Ancillary devices: fubuki8f gudiecatheter, phenom 27 microcatheter, chikai14 guidewire